Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. It is possible that the reporting smoke was generated by the tissue pad being melted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a mini-invasive esophagectomy procedure, the white pad on top jaw broke apart and melted. The pad detached while being cleaned - outside of the patient. There were no patient consequences. Case completed with another device of the same product code.